Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). DHR review only - a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to sui and intrinsic sphincter deficiency. It was reported that following insertion the patient experienced pain, infection, bowel problems, recurrence, bleeding, dyspareunia, vomiting/nausea and kidney problems. It was reported that patient underwent incision and removal of urethral sling on (B)(6) 2013 for b/l urethral obstruction, b/l hydronephrosis, obstruction after prior mid urethral sling and bladder neck sling. Patient also had cystoscopy, right sided retrograde pyelogram, right side urethral stent exchange, left sided pyelogram, left flexible ureteroscopy with laser lithotripsy and stone extraction with left urethral stent exchange on (B)(6) 2012 for left obstructing ureteral stone, left renal stone, partial duplicated left sided system and b/l hydronephrosis. Patient underwent cystoscopy, right urethral stent placement and right retrograde pyelogram on (B)(6) 2012 for neurogenic bladder with b/l hydronephrosis. Patient had cystoscopy with coaptite injection on (B)(6) 2009 and (B)(6) 2008 for neurogenic bladder, intrinsic sphincter deficiency and sui. Patient had placement of rectus fascia pubovaginal sling, cystoscopy and suprapubic tube placement on (B)(6) 2009 for incompetent bladder neck and sui. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, intrinsic sphincter deficiency, hematuria, urinary retention, and fistulae.